Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the catheter was inserted into the patient¿s body however the tip of the catheter would not curve as expected and insertion failure was observed. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. Patient was stable.